Event description:
As reported by the sapphire registry the patient experienced a neurological event during the carotid artery stenting (cas) with a precise pro rx stent and angioguard rx embolic protection device. The procedure target lesion was the ostium of the right internal carotid artery with mild calcifications, mild tortuosity and 90% stenosis. The patient presented step-like onset of left hand weakness and numbness after retrieval of the embolic protection device. Initially the event was diagnosed as a tia but, after a thorough review of the data, it was found that the patient persisted with left hand weakness at discharge; therefore, the event diagnosis was changed to ischemic stroke. No treatment was provided for the neurological symptoms. The recovery was partial with minor residual. The product is not available for analysis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
After additional information from the site confirming the diagnosis of tia with residual symptoms the diagnosis was changed from ischemic stroke to tia. (B)(4). Complaint conclusion: as reported by the sapphire registry the patient experienced a neurological event during carotid artery stenting with a precise pro rx stent and angioguard rx embolic protection device. The target lesion was the ostium of the right internal carotid artery with mild calcification, tortuosity and a 90% stenosis. The patient presented step-like onset of left hand weakness and numbness after retrieval of the embolic protection device. The patient did not present symptoms before the procedure, with an nihss of 0. Initially the event was diagnosed as a tia but, after a thorough review of the data, it was found that the patient persisted with left hand weakness at discharge. No treatment was provided for the neurological symptoms. The physician who diagnosed it as a tia noted there was no change in the nihss and the hand weakness was more subjective, therefore he is still calling it a tia and not a stroke. Also, the patient had improved significantly between the time of the procedure and the time of discharge. The weakness was not testable, but felt to still be present by the patient. The product is not available for analysis. The patient's medical history includes hyperlipidemia, clinical copd, cardiac arrhythmia, congestive heart failure, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15465982 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4). Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information: the adjudication minutes received (B)(4) 2012 provided additional medical history of bilateral carotid stenosis and tia.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. The adjudication minutes received (B)(4) 2012 agree with the previous code of tia procedure and device related. They also mentioned that after stent deployment and prior to removal of the distal protection device, there was 'slow flow' through the right ica. Hypoperfusion will be added. Also mentioned there was mild vasospasm after the angioguard was retrieved, but no treatment was reported. Arterial spasm will be added for the precise stent. As reported by the sapphire registry the patient experienced a neurological event during carotid artery stenting with a precise pro rx stent and angioguard rx embolic protection device. The target lesion was the ostium of the right internal carotid artery with mild calcification, tortuousity and a 90% stenosis. The patient presented step-like onset of left hand weakness and numbness after retrieval of the embolic protection device. The patient did not present symptoms before the procedure, with an nihss of 0. Initially the event was diagnosed as a tia but, after a thorough review of the data, it was found that the patient persisted with left hand weakness at discharge. No treatment was provided for the neurological symptoms. The physician who diagnosed it as a tia noted there was no change in the nihss and the hand weakness was more subjective, therefore he is still calling it a tia and not a stroke. Also, the patient had improved significantly between the time of the procedure and the time of discharge. The weakness was not testable, but felt to still be present by the patient. The product is not available for analysis. The patients medical history includes hyperlipidemia, clinical copd, cardiac arrhythmia, congestive heart failure, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15465982 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4). The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. This is an inherent risk of the procedure and does not represent a device malfunction. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter's basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers.

Manufacturer narrative:
.